Event description:
It was reported that the catheter was placed in the patient's left subclavian vein. When they rolled the patient to move him, the brown port became disconnected from the extension line. As a result, a new catheter was placed over the wire for the patient without incident. There were no patient complications reported or a delay in treatment. Additional information received on 04/30/2010 from the hospital buyer stated, the catheter was newly placed and was being used for dopamine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.